Manufacturer narrative:
The previous reportability decision was reversed based on a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Light source being used with 5mm laparoscope and light cord to perform "scope" surgery of pelvis. Towards the end of the case, the light source unexpectantly became disconnected and burned a hole through the drapes. This resulted in 5mm diameter to patient's left chest.